Manufacturer narrative:
The reported failure of the device's system board will not connect to software is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo, USA device screen went blank during software update to latest version. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The trilogy evo, USA was found to be inoperative/ red screen, and the system board will not connect to software. The technician recommended replacing the device's system board to address the issue. The root cause was confirmed. No repair was performed. The device has been crushed and disposed of.